Event description:
Nurse was pulling empty pain ball from abdomen. Anterior catheter came out without any problems. While pulling posterior catheter, however, catheter broke off, leaving most of the catheter tip inside patient. Minimal resistance was felt while taking catheter out. Marked catheter site, covered with a dry dressing and informed the physician.